Manufacturer narrative:
Evaluation; neither the complaint device nor the correct lot number was provided to assist us with this investigation. Unforunately, at this time we are unable to determine with certainty how this incident may have occurred; however, when considering the info provided by the customer, it appears that the device met with resistance beyond its intended design, possibly due to human anatomy and/or technique related. Nevertheless, the appropriate personnel have been notified. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.